Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that every time they tried to charge their implant, they would get an error message that said to call medtronic. Patient did not recall the specifics of the error message. Patient said the issue started last week and today the error came up again. Patient mentioned that they had already tried resetting the controller, but the issue persisted. During the call, patient reset the controller and inspected the recharger cord; patient said it looked like the cord was bent where the cord went into the paddle. Patient then started a charging session of their implant and was able to start charging with excellent quality. Controller was at 90% and implant was in the red. After a few minutes of charging, patient reported poor quality without moving, and then got recharger problem message. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient also mentioned recharger paddle would get warm but not hot. No patient impact or symptoms. Patient inquired about longevity as they were once told ins only lasts 5 years.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.